Event description:
It was reported that the catheter had ruptured. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the physician had noted that the wire had torn through a portion of the catheter and had caused the catheter to go off the rails. The physician was unable to track or advance the catheter at this point, so they removed the catheter. A new opticross catheter was used to complete the procedure successfully. No patient complications were reported due to this event.